Event description:
The patient underwent surgery on (B)(6) 2012 to receive his permanent scs system. It was reported that during the procedure the patient became very active and was unable to lay on his stomach for the procedure. The physician implanted the lead but had to remove it and abandon the procedure due to the patient becoming very agitated and moving on the operating room table. It was reported the patient received his permanent scs system at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.